Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately ten years eleven months post filter deployment, computed tomography scan showed that the struts of filter perforated the wall of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, twelve years of post-deployment, a computed tomography abdomen was revealed an infrarenal inferior vena cava filter. The tip was 3.1 cm inferior to lowest renal vein. The tip was centered in the inferior vena cava lumen. There were 7 struts through the wall of the vena cava circumferentially around the inferior vena cava. The struts appeared to be within the retroperitoneal fat though one lied slightly posterior and just inferior to the junction of the 2nd and 3rd portion of the duodenum. One passed posterior to the aorta. Around, nine months and three days later, a computed tomography angiogram abdomen pelvis showed the filter was in the inferior vena cava centered at the l3 level below the level of the renal veins. There was strut penetration anteriorly and posteriorly as well as to the right and left. Some struts were intimately related to the anterior and posterior walls as well as l3-l4 intervertebral disc. Anterior wall might extend into the posterior wall of the duodenum. Around, twenty-eight days later, the patient presented with chronic back pain. A computed tomography angiogram revealed strut perforation. One of the anterior strut was in proximity to a duodenal wall. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately ten years eleven months post filter deployment, computed tomography scan showed that the struts of filter perforated the wall of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.